Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(6) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use an evercross balloon catheter to pre-dilate a 4 cm calcified lesion in the sfa. The vessel had a substantial amount of calcified plaque. The device was inflated at 5 atm for 130 seconds. It is reported that the balloon ruptured. It is reported that there did not appear to be any residual balloon left in the patient. Evaluation summary: the evercross dilation catheter was received for evaluation with a pad of surgical gauze. No additional ancillary devices or cine images from the procedure were received. The evercross was examined visually and tactilely: no abnormalities or deformities were noted. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: clear fluid was observed exiting the distal tip. A 0.035in guidewire was loaded with ease through the distal tip. Sanguine material was noted in the balloon inflation lumen of the y-manifold. A 10cc water filled syringe was attached the balloon luer lock of the y-manifold and a vacuum was pulled: only air bubbles were pulled into the syringe, (3x). The balloon chamber was inflated with the 10cc water filled syringe: sanguine tinted fluid filled the balloon chamber. A pinhole leak was noted near the center of the balloon.